Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition the active electrode partially migrated out of cochlea as confirmed by diagnostic imaging. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
During a clinical appointment, lack of benefit with the device was observed. Re-implantation is considered. Despite requested, no additional information could be yet retrieved.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a clinical appointment, lack of benefit with the device was observed.